Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements and high capture thresholds. Subsequently, the patient underwent a revision procedure and the rv lead was explanted and replaced. No additional adverse patient effects were reported.